Manufacturer narrative:
No unexpected battery out limit alarms and scrolling of scroll bar noted during testing. Passed displacement test and off no power test. The operating currents were in spec. All buttons function properly,however corroded keypad traces noted during visual inspection. Cracked case at lcd window corners noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 73 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.